Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system revealed an undersensed ventricular signal followed by a ventricular paced beat into the noise window. Technical services (ts) reviewed that this was a tight av delay, likely due to an impending right ventricular autothreshold (rvat) test. Programming options were reviewed. This ICD remains in service. No adverse patient effects were reported.